Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who has an implantable neurostimulator (ins) for non-malignant pain. Rep called and reports that a nurse caring for the pt called yesterday and reported discoloration just above the pt's implant site, and that hcp is currently attempting to rule out infection from implant or possibly a burn from the recharger. Rep reports that she is currently en route to meet with the pt and hcp, but has not spoken with the pt and does not have further information at this time, but will call back as more information is available. Technical services (tss) reviewed recharger troubleshooting. Additional information was received from a manufacturer representative (rep). The rep reported that the physician thinks because the patient is so thin and the ins was so superficial, this caused tissue irritation which caused the discoloration. Physician doesn't think it was a burn. No infection noted to the rep's knowledge. Culture and sensitivity were obtained. Rep hasn't been notified of results. The physician performed an incision and drainage (I<(>&<)>d) of the pocket and made the pocket a little deeper. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the ins being superficial was not determined, the physician made the comment that the patient had really thin skin. He made the pocket deeper when he irrigated it. The issue has been resolved.